Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. It was also noted that the ipg was protruding and would not fully charge. The patient underwent a pocket revision procedure and was doing well postoperatively.